Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the antibiotics that the patient was provided with for infection at the hospital made them void more, as they had to increase their fluid intake. There were no device issues or further patient complications reported at this time.